Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. There is no allegation of malfunction or failure against this device, therefore an assignable cause of undetermined will be assigned to this complaint. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported during the first treatment strategy from a mechanical thrombectomy procedure via femoral access on the (B)(6) 2021, the patient suffered from a right femoral artery occlusion (centered). Surgical treatment was required and the event resolved without clinical sequalae on (B)(6) 2021. It was reported there was a probable relationship between the adverse event and the first treatment strategy. It was reported the thrombectomy procedure was related to the adverse event. No further information is available. After reviewing the additional information received from medical safety on 14-aug-2023, it was clarified that the right femoral artery occlusion and additional surgical treatment is not related to the subject retriever. There was no malfunction or allegation alleged against the subject retriever. Based on this information, this event does not meet reporting criteria anymore. The event is deemed non reportable.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that during a clinical study, a serious adverse event occurred: patient vessel occlusion. The as reported event of patient vessel occlusion is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Also based upon medical review, the harms observed in these complaints are anticipated in nature as per the device risk assessment and does not require escalation to senior management. There was no indication of device malfunction or failure, therefore an assignable cause of anticipated procedural complication, will be assigned to the reported events.

Event description:
It was reported during the first treatment strategy from a mechanical thrombectomy procedure via femoral access on the (B)(6) 2021, the patient suffered from a right femoral artery occlusion (centered). Surgical treatment was required and the event resolved without clinical sequalae on (B)(6) 2021. It was reported there was a probable relationship between the adverse event and the first treatment strategy. It was reported the thrombectomy procedure was related to the adverse event. No further information is available.

Event description:
It was reported during the first treatment strategy from a mechanical thrombectomy procedure via femoral access on the (B)(6) 2021, the patient suffered from a right femoral artery occlusion (centered). Surgical treatment was required and the event resolved without clinical sequelae on (B)(6) 2021. It was reported there was a probable relationship between the adverse event and the first treatment strategy. It was reported the thrombectomy procedure was related to the adverse event. No further information is available.

Manufacturer narrative:
H3 other text: the device is not available to the manufacturer